Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02785. The pt rec'd two percutaneous leads in her thoracic region as part of her scs system. It was reported, the pt has stimulation in her legs but not enough in her lower back. It was reported, the physician will try alternative procedures and adjustments to medication to address the pain. No further info is available at this time.